Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose while using an inset 23" 6 mm infusion set after previously using a cd 23" 6 mm infusion set, with the user stating they could not regulate glucose and suspected poor insulin absorption despite routine site changes. Symptoms included hyperglycemia with no reported physical symptoms. Outcomes included prolonged hyperglycemia lasting approximately two days, alerts from the ilet for high glucose, self-management without outside assistance, and correction with insulin injections; no medical intervention or hospitalization occurred. Investigation included complaint intake, troubleshooting, and education, with replacement of the infusion set type to the cd 23" 6 mm. Investigation of this case revealed no reported device damage or bent cannula, and the event was associated with hyperglycemia of unclear cause while using the inset infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.